Event description:
It was reported that during an unrelated procedure; after inserting the right ventricular lead, the device set screw could not be tightened/loosened and would not accept the torque wrench. The device was replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. The device was received with normal device characteristics. Analysis of device image and electrical testing was performed, and no anomalies were noted. Mechanical evaluation of the header was performed, and no anomaly was noted. Damage was noted on the septum, consistent with incorrect wrench insertion in the field. Longevity assessment found the device to have normal battery depletion based on usage.